Event description:
New information received notes that an asymptomatic patient's implantable cardioverter defibrillator exhibited another event of post-paced t-wave oversensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the implantable cardioverter defibrillator transmissions revealed that the patient was inappropriately shocked due to post-sensed t-wave oversensing episodes. Programming changes were made. The patient¿s condition was stable.